Event description:
It was reported that the pump shut off unexpectedly. Customer will follow up with tandem technical support when they are ready to troublshoot issue. No additional information provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.